Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: (B)(4): performance data collected from the device indicated pre/approaching elective replacement indicator. The device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the device battery had unexpected longevity and the recommended replacement time (rrt) was reached but no rrt warning was displayed on the quick look screen. The device was explanted and replaced. No patient complications have been reported as a result of this event.